Event description:
MDR ous. At implantation in 2006, good values were measured. Exit block determined at follow-up the following month. There was no risk to health.

Manufacturer narrative:
MDR ous. No material defects or manufacturing errors could be found in this analysis. With regard to the exit block reported by the customer, no deviations from specifications could be determined.